Event description:
This device was returned with a request for eval and service/repair. There is no reported problem with this shaver handpiece.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for servicing. During testing, the device was found to start on its own when plugged into the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.